Event description:
The facility reported a fail code 812:02 that occurred during biomed testing.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 810:04 was confirmed.